Event description:
It is reported that the device was implanted in 2007, and that the pt was revised in 2009 due to loosening.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. However, the part was autoclaved at the hospital, eliminating the use of dimensional inspection due to potential thermal deformation. The condylar surfaces exhibit slight signs of wear, and there are no apparent signs of deformation on the articular surface's dovetail locking mechanism. The distal surface of the articular suface has signs of micro-motion wear. The distal surface also has evidence of slight polyethylene cold flow into the four holes on the tibia baseplate. This slight cold flow into all four holes is common and indicates that the articular surface was properly inserted. It is unk why a thicker surface was used to replace the explanted device, as ligament tension may be affected. This choice of a thicker articular surface could suggest that the joint did not have proper soft tissue tension prior to the revision; however, the cause of this is unk. X-rays were not provided, and without additional info, the probable cause cannot be determined. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.